Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product issue reported from this lot. Based on available information, the reported device damaged by another device-dislodged appears to be related to user technique/procedural circumstances. The reported single leaflet device attachment (slda) appears to be due to procedural conditions. Lastly, the reported unexpected medical intervention was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The mitraclip remains in patient and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This report is being filed due to a single leaflet device attachment. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4. The first mitraclip (cds0701-ntw 10203u143) was successfully implanted. A second mitraclip went to grasp when the clip accidently knocked off the first implanted clip from the posterior leaflet. The first mitraclip remained attached to the anterior leaflet as a single leaflet device attachment (slda). Reportedly, there was no device malfunction with either clip. As a precaution, the second mitraclip was removed un-deployed and without issue. In replacement, and as treatment for the slda, two additional mitraclips were successfully implanted on either side of the slda ntw mitraclip. The mr had been reduced to trace and the slda remained stable. There was no tissue injury observed due to any device and there was no adverse patient sequela. The patient was in reported good condition. No additional information was provided regarding this issue.